Manufacturer narrative:
Multiple attempts were made to follow up with the customer; however, the customer did not respond. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels remained elevated (300-400 mg/dl). Customer discontinued pump use and treated elevated levels with manual injections. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change the infusion site.